Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the implantable cardiac monitor exhibited false pause episodes due to undersensing. The device was reprogrammed. The patient presented remotely via merlin.net transmission and the device continued to exhibit undersensing. The patient was brought into clinic and further programming changes were made. Remote transmissions after programming changes were made continued to exhibit undersensing. The patient was brought back into clinic for more programming changes. The device was reprogrammed and the patient would be continued to be monitored.

Event description:
New information received on (B)(6) 2018 indicated that the patient presented for revision procedure on (B)(6) 2018. The device was repositioned in a vertical position. The patient was stable throughout the procedure.

Manufacturer narrative:
Correction:- this supplemental report is to correct to include company representative as a report source.